Manufacturer narrative:
This device has been received by this manufacturer, but an evaluation has not yet been performed; therefore, a failure analysis is not available and we are unable to determine if the device met specification. At this time, we are unable to determine the relationship between the device and the cause for this event. The may 2007 15-month piccs valved complaint trend report, inclusive of all failures modes was reviewed; no adverse trends were noted and no data point exceeded the complaint alert limit.

Event description:
The complainant reported that during the therapeutic implant of a vaxcel pasv PICC in a female pt, one of the wings of the peel-away sheath snapped off. The doctor then completed the peeling of the sheath with the aid of a kelly clamp. The doctor was able to successfully complete the implant with this vaxcel pasv PICC. The complainant confirmed that no pieces of the sheath got inside the pt. The complainant indicated that there were no adverse affects to the pt as a result of the reported malfunction.